Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The initial reporter indicated reported that a needle detached from the syringe and resulted in leakage of medication and the needle remaining with a patient. At the time of the original report, the reporting facility indicated that no repeat dose of medication was needed. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. Due to the reported problems/issues, and in an abundance of caution, an adverse event report will be filled. No sample available.